Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump received a lost sensor alert on the sixth day of the sensor's use. The blood glucose reading was 262 mg/dl. The customer's mother stated that the customer treated with the insulin pump. Explained that the device is no longer receiving data from the transmitter and the alarm may have been caused by distance, communication interference or orientation. The caller stated that she would monitor and call back if necessary. Nothing further reported.